Manufacturer narrative:
Summary of evaluation:the root cause of the event could not be determined.

Event description:
The locking mechanism would not work properly. It is believed to be broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.